Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. The customer observed a high result from ctni cartridge lot s24325 that was considered discrepant from subsequent I-stat results and high sensitivity troponin laboratory instrument results. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24325.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-apr-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result of 0.75 ng/ml on 57-year-old male patient with chest pain. There was no patient information, nor details surrounding the event. Return product is not available for investigation. Method, date, drawn tested, result, sample: I-stat, (B)(6) 2025, 12:48- 13:17, 0.75 ng/ml, a I-stat, (B)(6) 2025, 16:02- 16:13, 0.00 ng/ml, b I-stat, (B)(6) 2025, 12:48- 13:17, 0.01 ng/ml, a at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).